Event description:
It was reported by sales consultant: during a tibia non-union procedure on (B)(6) 2013; two separate drills started to slowly spin without the trigger being pressed. In both instances the drill was on its side with nothing coming in contact with the switch. It is reported drill rotated approximately 1/8 of a revolution prior to stopping. Additional devices used with drills were: the hand piece modular; the lid; and a large ao reaming attachment. It was also reported neither drill was used during procedure (no patient involvement). No further information is available. This report is for a battery handpiece/modular for trauma recon system. This is 6 of 7 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.